Manufacturer narrative:
Update: 2/26/2013 medical records were received from legal, and part/lot information was identified. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012- legal claim received. The date of implantation was provided - (B)(6) 2002. There is no new information that would affect the investigation. Update: (B)(6) 2012 - litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from pain and discomfort. A femoral head has been added. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patients lawyer alleges that the patients acetabular component catastrophically failed and as a result required revision surgery. Photos that accompanied the claim reveal fracture of the poly liner. Update: (B)(4) 2012 - legal claim received. The date of implantation was provided - (B)(6) 2002. There is no new information that would affect the investigation. Update: (B)(4) 2012 - litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from pain and discomfort. A femoral head has been added.

Manufacturer narrative:
Update - (B)(4) 2012 - legal claim received. The date of implantation was provided - (B)(6) 2002. There is no new information that would affect the investigation. Update - (B)(4) 2012 - litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from pain and discomfort. A femoral head has been added. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. Update - (B)(4) 2013 - medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.